Manufacturer narrative:
Investigation: accordingly, we would like to give a summary of our results regarding the reported issue. Two endoscopes have been returned for investigation. The lack of deflection capability can be confirmed. On both endoscopes, the steering wires have been ruptured in the same area - the appearance of the ruptured area indicates a mechanical overload. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information was received in section b5 correction in reported device information in section d and g4 the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
On (B)(6) 2025 additional information was received that the confirmation was received that there was no abortion of the surgery. The device was changed, and the surgery was completed.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, a bilateral flexible ureteroscopy was performed using a disposable flexible ureteroscope. During insertion, the cable on the equipment stopped deflecting and the surgery had to be suspended. Another piece of equipment was brought to the table, but the cable on that equipment also broke. This delayed the procedure and another piece of equipment had to be set up. On (B)(6) 2025 it was mentioned by the customer that the whole procedure had to be cancelled after the above-mentioned event. No death or (unanticipated) serious deterioration in state of health reported.